Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4)

Event description:
A healthcare professional reported an article titled "clear lens extraction versus phakic iol implantation: a prospective study of two procedures in patients with high myopia". The article states the patient(s) experienced shallow anterior chamber, increased iop, anterior sub-capsular cataract, and glares. Medication was administered. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h11 - iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).